Event description:
Within a few days following implant of the graft for dialysis access, swelling was observed. The physician suspected a peri-graft hematoma. Exploratory surgery revealed that the graft was weeping fluid. The physician placed dermabond on the graft; however, it did not seal the graft. Thus, three months post-operatively, the physician explanted the graft and implanted a bovine graft. The affected graft was returned for examination.